Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video of a device. The video depicts the catheter being used with a syringe in a kidney shaped bowl full of clear fluids. The catheter is screwed to the red and blue lumen, the plunger is pulled back to draw fluids and then pressed to push the fluids through the catheter. Red fluid is then added to the bowl and the same process is repeated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter's red line (arterial) was difficult to flush/aspirate than that of the blue line (venous), wherein the arterial line was not patent/not flowing smoothly. It was stated that the catheter was repaired, there was no luer adapter issue and the cleaning agent used was sodium chloride. The insertion site was treated prior to product placement. There was no patient involvement.

Event description:
According to the reporter, the catheter's red line (arterial) was difficult to flush/aspirate than that of the blue line (venous), wherein the arterial line was not patent/not flowing smoothly. It was stated that the catheter was repaired, there was no luer adapter issue and the cleaning agent used was sodium chloride. The insertion site was treated prior to product placement. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video. The video depicts the catheter being used with a syringe in a kidney shaped bowl full of clear fluids. The catheter is screwed to the red and blue lumen, the plunger is pulled back to draw fluids and then pressed to push the fluids through the catheter. Red fluid is then added to the bowl and the same process is repeated. Post market vigilance (pmv) led an evaluation of four mahurkar elite acute dual lumen catheter kits. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.